Manufacturer narrative:
This is a follow-up to the original medwatch report as the safari2 guidewire was returned for analysis. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned still loaded through the introducer, loose and double-bagged within large poly biohazard pouches. The as received condition of the specimen prevents accurate measurement of the overall length and formed distal curve. The specimen presented finished diameters of .03500" to .03505" in the undamaged portions of the wire. A gage bushing certified to be .0360" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the proximal aspect of the coil damage. The specimen presented a cut through the core wire approximately 5.05cm from the distal tip and cuts through the coil wire 6.60cm and 11.90cm from the distal tip. The specimen also presented offset/overlapping coil wraps over the distal 7.5cm and scattered over the length of the device along with stretched coil wraps over the 12cm proximal of the cut to the core wire and scattered over the length of the device creating localized oversized diameters to .04700". Additionally, the specimen presented multiple bends/kinks of varying severity and frequency scattered over the length of the device. All joints appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer supplied image, taken prior to separating the safari2 from the accurate ds, presented extensive offset / overlapping coil damage on the safari2 extending distally from the distal tip of the accurate ds, consistent with extensive force applied to the safari2 device in an attempt to withdraw the safari2 proximally through the delivery system. As noted above, the specimen presented a cut through the core wire approximately 5.05cm from the distal tip and cuts through the coil wire 6.60cm and 11.90cm from the distal tip. The specimen also presented offset / overlapping coil wraps over the distal 7.5cm and scattered over the length of the device along with stretched coil wraps over the 12cm proximal of the cut to the core wire and scattered over the length of the device creating localized oversized diameters to .04700". Additionally, the specimen presented multiple bends / kinks of varying severity and frequency scattered over the length of the device. The cut damage, and some of the bend / kink damage was incurred at boston scientific separating the safari2 from the delievery system. As noted by boston scientific, "it was not possible to remove it with hands or pliers. So I had to cut the end of the safari2 (twice) to get it out of the tf ds. It was then possible to remove the wire. However, it was hard and it got damaged. Parts of the safari2 remained inside the delivery system." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. This reported event is listed in the directions for use as a potential adverse event associated with the tavi/tavr procedure. As noted in the device instructions for use (dfu), warnings, do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel / organ. Care should be taken when advancing a guidewire after device deployment. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information is received a follow-up medwatch report will be filed.

Manufacturer narrative:
At this time, no product has been returned for evaluation; however product is expected to be returned. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. If the safari2 guidewire is returned for analysis or additional information is received a follow-up medwatch report will be filed.

Event description:
The patient was undergoing a transcatheter aortic valve replacement procedure (tavr). Event description: it was reported that: safari was inserted and positioned in a normal matter, after final position, accurate neo delivery system was inserted and guided over the safari in aortic position. Short before crossing the annulus, second operator couldn´t manipulate the wire anymore it was stuck. They decided to go further very carefully to implant the device. Device was implanted in normal manner without any problem. After deployment, delivery system incl. Safari was taken out. An echo to confirm a pericardial perforation was done and they figured out there is one. A couple of minutes after the pericardial puncture all seemed to be ok, but then blood pressure dropped down again. Heart surgeon was called and after reanimation, opening the chest was decided. Small hole was noticed and covered with a patch, condition of was patient stable after procedure.